Event description:
It was initially reported that the patient had their vns explanted due to an unknown reason. An update was later received reporting that the patient had their vns system explanted due to a chronic wound infection. The explant facility is listed as a no-return site, therefore product attempts will not be made. Furthermore, device evaluation is not necessary because the reported event has been determined to be related to the implant procedure. Device history records for the lead and generator were reviewed and confirmed that both devices were hp sterilized and passed all specifications prior to distribution. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. Device evaluated by MFR - device evaluation is not necessary because the reported event has been determined to be related to the implant procedure.